Event description:
Tandem has changed the cartridge of the insulin pump and now the cartridge is not compatible with the tubing. I did not know this when I sent my kid to college in (B)(6) and he was not able to use the tubing and he is not able to get to the pharmacy. I called tandem and they said I should have received an e-mail. I spoke to several other mothers in my diabetes group and none of us have received a message about the change in the cartridge. The cartridges do not work with the tubing and I had to find an old cartridge for the pump to work. The package is also not good because the box comes with a cartridge, syringe and needle each wrapped separately and if one is lost the rest is not usable. It would be better if they were wrapped in one baggie.